Event description:
It was reported the device was used in a gastric bypass roux en-y. It was reported the staples did not form. A different device was used to create the gastric pouch and to complete the case. There was no consequence to the patient.